Event description:
Reporter indicated that pt had a large seizure, jerked the head back and hit the head. Following the seizure incident, a high lead impedance reading was obtained during lead test. Review of x-ray revealed an apparent lead break just above the lowest tie-down in the neck.